Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600i clinical chemistry analyzer and found carbon bridge was defective. The fse replaced the carbon bridge and decontaminated the analyzer to resolve the issue. The fse performed calibration integrity, and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported two (2) patients had negative results for sodium, potassium, chloride and carbon dioxide due to anion gap values on their dxc 600i clinical chemistry analyzer. The results were not reported out of the laboratory. The customer repeated the samples and reported the correct results to the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.